Event description:
This device is at eri indication and was replaced.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status eri. The device was implanted for 33 months and 37 charging cycles were recorded to the device memory. The inspection of the ICD memory revealed no anomalies. There were no indications of a device malfunction. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The device was returned for analysis more than 30 months after (B)(6) 2010, the reported date of explant. Therefore, the eri battery status is normal and expected. Based on the charge taken from the battery it is reasonable to assume that the device was explanted before reaching the battery status eri. In summary, the device is fully functional. There was no indication of a material or manufacturing problem.